Event description:
I was admitted to the hospital on (B)(6) 2023, with a high fever and high blood pressure, several days later I was diagnosed to have an infection in my leg wounds, ended up septic. Had to stay in the hospital for 5days, on several IV antibiotics, and treatment for on my wounds.